Manufacturer narrative:
Correction: the initial MDR submitted on march 17, 2025 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.

Event description:
Per the clinic, the device was explanted for unknown reasons (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.